Event description:
Event timing: after surgery. It is reported that patient underwent a hip arthroplasty on (B) (6) 2007. Post op, he experiences pain due to possible acetabular loosening. The status of revision is unknown.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that it is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B) (4) considers this case closed. (B) (4).

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on september 25, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 54/48 n on the right side. The patient was revised on (B)(6) 2015 due to pain, metallosis, elevated metal ions, pseudotumor, corrosion.

Manufacturer narrative:
Additional information was received on (B)(4) 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision due to metallosis, pseudotumor, corrosion, elevated metal ions. Review of received data surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprosthesis"" devices analysis visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter all received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows none bone ongrowth on the anchoring side. The inner surface of the head adapter shows some surface changes in form of fretting corrosion the head taper surface is inconspicuous. Conclusion: no further investigation required as this issue is known (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).